Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating currents and passed self-test, off no power test and displacement test. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had alarmed motor error. The device was not dropped or wasn't exposed to an MRI. Customer's blood glucose was not provided. Product is being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.